Manufacturer narrative:
The reporter confirmed that the tip was inspected prior to the treatment as well as after 100 pulses and noted the membrane was broken but could not tell where the broken area was located. The tip was returned and evaluated. The tip passed flow and thermistor testing. It failed leak testing as well as the visual inspection due to a dent. It is unknown how and when the dent occurred. Functional testing was not performed due to a connection issue with the tip. The thermage system's data card was reviewed and it was concluded that the handpiece and system performed as expected. A review of the device history log is currently in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient received a thermage treatment on their face and experienced several 1 cm burns and blisters on their right cheek. After 102 pulses, the physician stated that a new tip was used, and the treatment continued without abnormalities. The patient was treated with hirudoid cream and ice was applied to the affected area. Post procedure images were reviewed, and multiple blisters and crusts are visible on the right side of the face. The patient's status is unknown, however the doctor stated that there will be no permanent damage or scarring. Superficial anesthetic was used prior to the treatment and the patient was able to provide feedback during the procedure. The highest energy level setting was 3.5. The physician stated that during treatment, the temperature limit exceeded error occurred. After pulse 102, a new treatment tip was used without any issues. Approximately 5-10 ml of cryogen and coupling fluid was used during the procedure.

Manufacturer narrative:
Additional information was received and this event was reassessed as not serious. The patient has recovered and there is no permanent damage or scarring.

Event description:
Additional information was received and this event was reassessed as not serious. The patient has recovered and there is no permanent damage or scarring.